Event description:
61 y/o female pt admitted for revision of failed left total knee arthroscopy. Had had several revisions, the last in 1993 when tibia only was revised & then again in 1994 when tibial component failed. Pt with pain-progressive to severe over last 18 months revised by non weight bearing has severe limp with slight swelling of the knee & buckling.